Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d4; g3; h2; h3; h4; h6. Proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient developed pain, with difficulty ambulating post-op. One year later, the pain persisted so the patient was revised due to stem subsidence and loosening noted. All devices were explanted with unknown products placed. The complaint was confirmed based on the provided medical records. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00623; 0001822565-2024-00625; 0001825034-2024-00483. D10: cat #: 30123605 / g7 vit e high wall lnr 36mm e / lot #: 65312753. Cat #: 574103050 / avenir cmpl ha var nc size 5 / lot #: 3064721. Cat #: 010000663 / g7 pps ltd acet shell 52e / lot #: 7132998. G2: denmark. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported during a clinical study that at the one-year post-op appointment, the patient was experiencing moderate pain, difficulty with ambulation and daily activities. Subsidence of the stem was noted as well. Then, the patient underwent a right hip revision approximately two years post implantation due to pain, difficulty with ambulation and daily activities. The patient was removed from the study and a revision of all the components was completed without any known complications. Attempts have been made and no further information is available.